Event description:
Same case as MFR report # 3005188751-2012-00191. It was reported during an ablation procedure the hemostasis valve of a swartz braided transeptal introducer was leaking. The introducer and dilator were prepped with heparinized saline. The introducer assembly was fed over the guidewire and the introducer was advanced and the dilator pulled back over the wire. A sjm brk needle was used for the transseptal puncture. A non-sjm ablation catheter was advanced through the sheath. During ablation the physician noticed a leak from the hemostasis valve. A second introducer was tried which also leaked. The sheath was then exchanged again to complete the case with no consequences to the pt.

Manufacturer narrative:
(B)(4). One 8.5f swartz braided introducer and one 8.5f transseptal dilator were received for eval. No visible anomalies were observed. The introducer was tested for leaks using pressure and submerging the introducer in water; a leak was detected at the valve. There was no visible damage noted with regards to the extension tubing, stopcock or sideport. The hemostasis cap was removed and the two part seal system was examined which revealed a tear in both halves of the seal. The hold of the left measured 0.0750 inches and the hole on the right side measured 0.0820 inches. Both pieces of material from the holes were not located within the sheath. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.